Manufacturer narrative:
The insulin pump was received with critical pump error open book image alarm he motor arm cannot communicate with the main arm error and the crc is incorrect for the application program area error during self-test, the problem was isolated to the printed circuit board. However, the insulin pump passed functional testing including sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump had normal operating currents. No unexpected failed battery test alarm noted. The insulin pump was communicated properly with the blood glucose meter. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.